Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Cement has not solidified on the implant and the bone. Original surgical implantation of the (B)(6) 2015 order (B)(4). Revision of the (B)(6) 2017 by (B)(4) all medwatch submissions related to this report are: 9610612-2017-00497, 9610612-2017-00498.